Manufacturer narrative:
A visual assessment of the returned system screwdriver identified an instrument malfunction at the distal tip, which would not be considered as being due to wear and tear. Most of the screwdriver hex tip and screw retention spring were fractured from the distal end of the instrument. There were surface scratches and worn laser markings present, indicative of an instrument with repeated use. A functionality assessment could not be performed due to the condition of the returned complaint instrument. A DHR review was performed for the returned device lot and there were no manufacturing anomalies identified. The lot met all required specifications prior to being released to distributable inventory. This lot has been available for distribution since 3/15/2012. The distal tip of a system screwdriver could fracture if there were excessive torque applied to the instrument or if a lateral force was applied to the screwdriver while seated in a system screw. If excessive torque was applied to the screwdriver, it may contribute to the distal tip fracturing from the body of the instrument. If a system screwdriver had lateral force applied while seated in a system screw, it may concentrate forces to the interface between the driver and screw resulting in an instrument malfunction. There have not been any other complaints of similar nature received in the past 12 months. The company will continue to monitor this device for complaints from the field.

Event description:
The company received notice on 4/28/2020 regarding a system screwdriver that was requested to be replaced due to wear and tear. There were no known patient complications associated with this product complaint.